Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden drop in impedance as well as high threshold to point of loss of capture at high outputs. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.